Manufacturer narrative:
H6: investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which identified that no clamp is present on the sealed unit in photo and no clamp is present on the device that is in use in photo. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in were missing a tubing clamp. The following information was provided by the initial reporter: "it was reported by the medical professional the eexiva did not have the clamp on the set."

Event description:
It was reported that 5 bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in were missing a tubing clamp. The following information was provided by the initial reporter: "it was reported by the medical professional the eexiva did not have the clamp on the set."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.